Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, the patient began experienced hazy vision in left eye (os) was greater than od (right eye) so, the patient underwent post prk (photorefractive keratectomy). Additionally, the patient also experiencing blurry vision at distance and near, hazy vision, residual astigmatism, halos and glare resulting in an inability to drive at night. The patient was advised to continue using preservative-free artificial tears (lubricating eye drops) 3 to 4 times daily. Additionally, a tapering regimen of a corticosteroid was initiated, with instructions to instill one drop in the left eye (os) three times a day for 2 weeks. Additional information was requested. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.